Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon post surgical examination, both cups were found to have deep rough gauges on the inside and bottom surface of the liners. Some of the gauge continue to the exterior of the cup as well.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.